Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/28/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during an idvt ablation procedure the tip of the pentaray nav eco catheter stuck in a deflected position the returned device was visually inspected upon receipt and it was found in normal conditions. No bend was observed on the catheter. Then per the event reported a deflection test was performed and the catheter passed. Catheter was not stuck at any stage of the test; a normal behavior was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17286959l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(6). The device was not returned to bwi.

Event description:
It was reported that during an idvt ablation procedure the tip of the pentaray nav eco catheter stuck in a deflected position. It was bent approximately 3cm below the tentacles. The deflection in fluro seemed like it was not relaxed, but the knob was turned back to "no deflection". The knob was normally movable but had no effect on the deflection. No ring or other physical damage such wires exposed were observed on the catheter. The physician had some difficulties in withdrawing the catheter through the sheath. No patient consequence was reported. This is MDR reportable as it could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.